Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient was in the hospital because the patient was ¿getting high and lows¿. When the receiver was checked at the hospital they noticed that the reading was inaccurate and was getting error messages. The patient was hospitalized for more than 24 hours. At an unspecified time during the event, the cgm was 295 mg/dl while the bg was 212 mg/dl. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid at an unspecified time during the event. No additional patient or event information is available.